Event description:
Boston scientific crm received info that this OEM manufactured transvenous right atrial (ra) lead was suspected to have dislodged. P-wave measurements were sometimes low, and very unstable. When pacing in aai mode, the ventricle appeared to be pacing. Stored electrograms showed ventricular fibrillation (vf) events aligning with atrial events and on the shock channel. Technical services concurred that this was likely a ra lead dislodgement, in which the lead had fallen into the right ventricle or was on top of the tricuspid valve.